Event description:
Reporter indicated that vns patient was admitted to the hospital in 2002 and is currently in the ICU due to recurring seizures which caused the patient to lose consciousness. The physician plans to program the patient's device to off because he feels that the stimulation is causing the patient bradycardia. Further follow-up revealed that the patient was admitted to the hospital in december to a medicine floor and approximately 7-10 days later was moved to the ICU because of blood pressure decrease and bradycardia. The vns was programmed to off in an effort to rule out possible causes. After programming the device to off and administering medication (type not known), the patient's bradycardia resolved. It was also noted that the patient's cortisol level was low. The vns was programmed back to on the next day and the bradycardia did not recur. Physicians reportedly do not believe that the patient's problems are related to the vns.